Event description:
A user facility reports that a pt had to have an anterior vitrectomy performed when a haptic broke on the intractable lens (iol) during implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on7/18/08, 8/25/08, 9/8/08. A completed questionnaire has not been received.